Event description:
An x-ray tech was shocked while connecting a c-arm in surgery. Already on the scene in the surgery dept was bio-medical engineering. A rep from medical imaging was also present as she was responsible for unplugging the equipment after the incident. The tech involved had already been admitted to the ER. The victim stated that they were setting up the equipment as they always have by plugging the unit into the wall receptacle with their right hand and their left hand was against the c-arm monitoring station. Victim said that they had already plugged the two units (monitoring station and c-arm) together. Just as they pushed the twist lock plug into the wall receptacle, they heard the equipment starting up. Before they could react, knowing that this was not supposed to be happening, they felt a surge go up their arm which caused their arm to be thrown back. Victim was slightly confused about what had just happened when the circulator nurse, re-entered the room and asked them what had happened seeing the stunned look on thier face. Apparently the equipment was left in the on position after the last use. The victim stated that because the equipment has always been cut off in the past, it is not their normal protocol to check the switch position prior to use. The medical imaging rep was asked to shut down the equipment immediately and the victim was taken to the ER. Victim was later admitted and remained in the hospital for two days. They returned to work five days later. Attempts to recreate the scenario all proved to be successful in getting a similar reaction. The equipment was sequestered to be evaluated by the MFR, oec diasonics.